Event description:
An advocate from van buren ems called to report that one of their paramedics cut himself on a breeze2 test strip and was sent to the hospital. Further information about the event is unknown. The strips were replaced. Customer strips will be returned.

Manufacturer narrative:
Patient information was not provided.